Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by an abbott representative, and the submitted photograph of the driveline. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue, and it has been addressed. There were no alarms, or associated adverse consequences to the patient reported. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4), and no additional complaints have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) patient handbook contains information on caring for the driveline, and addresses damage due to wear and fatigue of the driveline. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The device history records were reviewed and showed no deviations from manufacturing, or quality assurance specifications. Implant kit was shipped to the customer on 11feb2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had damage to his driveline at the connection to the controller, and was in need of a clamshell repair. A clamshell repair was scheduled for 10dec2020, and was successfully completed.